Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer felt troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. The customer was assisted with troubleshooting and found a no delivery alarm. The customer was advised to change the reservoir and infusion set. The customer was informed that the insulin pump worked as designed after troubleshooting the device. The customer did not return the product back for analysis.